Event description:
The surgeon inserted a 3 piece silicone lens. The lens tore during insertion into the eye. The lens was removed without enlarging the incision. No pt injury. The cause of the lens tear was unk.